Manufacturer narrative:
Device sample not returned to manufacturer at this time.

Event description:
The event is reported as: the stapler jammed during use in the procedure. No reported patient consequences.